Manufacturer narrative:
Field service identified the uninterruptible power supply (ups) as the likely cause of the issue; the voltage readings upon measurement during investigation were not correct. The ups arc module ups, ln 01dd8-07) was identified as the powervar, model abcdef3600, serial number (B)(4), which is a locally sourced non-abbott product. The ups was serviced by the ups repair company. Abbott field service replaced the external waste pump which was damaged in the fire, and the instrument is now working as expected. A review of the complaint text, a search for similar complaints, and a review of service history were performed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer observed visible smoke from the architect c8000 analyzer. The customer noted that the pump will not turn on and has noted visible smoke and burning smell with unit. No liquid was found anywhere inside the pump or plug area. The customer called customer service and turned off the instrument. There were no injuries.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).